Manufacturer narrative:
An investigation conducted by field service engineering confirmed the customer reported problem was associated with the camera control unit (ccu) power supply. The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The system was repaired by replacing the affected ccu power supply. As of december 30, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while preparing to start a da vinci s prostatectomy procedure, the site experienced the left eye in the surgeon side console to not be working. The isi representative onsite for the procedure found that the camera controller unit (ccu) power supply was off. The patient was under anesthesia when the surgeon decided to abort the planned procedure and reschedule for the following day. No patient injury, harm or adverse outcome was reported.